Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced pain at the pump site, and at the catheter site. The pump was alarming "all the time". The pt had no pain relief, and experienced withdrawal symptoms, and trouble breathing. The hcp performed "some studies" and decided to explant the pump. It was stated that "the catheter was disintegrated into pieces and bony tissue was attached to it." It was also stated that "three pieces of the catheter were removed and the rest of the catheter was left in the spine due to risk". The medications being delivered via the device system were hydromorphone and baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.